Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, outside staples were partially formed. Completed with the same like product. There was no patient consequence.